Event description:
It was reported that the remb micro drill heated up prior to a procedure. A back-up device was used to complete the procedure without pt or user injuries, and there were no adverse consequences.

Manufacturer narrative:
The device has been received by the manufacturer and a quality investigation is anticipated. A follow-up report will be filed when the investigation is complete.